Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that while trying to deploy a xience v 3.0 x 18 (at 12 atm) in the mid right coronary artery (rca), which had an acute bend, a dissection occurred at the distal end of the stent. Bleeding had started, so another xience v 3.0 x 12 mm was implanted to cover the dissection extending through the first xience v 3.0 x 18 mm by overlapping the distal portion by 6 mm. An angiogram was performed and the bleeding had stopped. No additional event or patient information is available.